Event description:
Received a report from a consumer indicating consumer experienced discomfort upon inserting of a tampon pledget. Consumer removed the tampon and advised the tampon appeared to be two separate tampons with separate strings. No injury reported.